Manufacturer narrative:
Date of patient reaction to implants is not known. The 510k: this report is for eight unknown screws. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported patient underwent initial implant surgery on (B)(6) 2011. On unknown date, patient suspected an allergy to the implant material. Patient was returned to surgery on (B)(6) 2017 for removal of the implants in the tibial area. This report addresses patient reaction to implants and removal procedure. (B)(4) addresses events that occurred during removal procedure. This report is for eight (8) unknown screws. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The implants were not replaced with new products.